Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a radiofrequency ablation procedure for atrial tachycardia a pericardial effusion occurred. During ablation the catheter was suspected to be outside of the heart. Contrast injection under x-ray was seen in the pericardium confirming the perforation, which was located in the posterior left atrium, superior to the coronary sinus. A pericardial drain was placed to drain the fluid in the pericardium. As the procedure continued the patient became hypotensive and cardiac output reduced to approximately 0. Cardiopulmonary resuscitation was started and surgeon was called to perform a sternotomy and pericardiotomy. The ablation procedure was not continued following the sternotomy and the patient is recovering. There were no performance issues with any abbott device.